Event description:
The customer said the device read 529mg/dl when they checked their blood glucose. Pt felt weak and lethargic. Paramedics were called and they checked pt's glucose at 30mg/dl. Pt was treated for hypoglycemia and admitted into the hosp. Controls were not used on the system. The device was replaced with new product and requested to be returned for an eval.